Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 91-6105x-50, lot# j65866487, 1.5mm system1.65x5mm ht sd x-dr screw 50pk. Foreign source: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00057.

Event description:
It is reported that during a procedure that the screw head fractured off. No fragments were retained by the paitient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00057-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.